Event description:
Device malfunction: stent moved proximally in the lesion toward the arch. Time of malfunction: during the procedure in 2006. Symptoms/ae: none related to the device malfunction or procedure. It was reported that during a stenting procedure of the right internal carotid, after post-dilatation, it was found that the stent had moved proximally in the lesion toward the arch (unintended site) and a 2nd stent was then placed distal with an overlaping margin to the first stent. Also, reported on the morning of discharge the patient was found on floor. No apparent neurological deficit. The patient reported feeling weak and remained over nigh in the hospital for observation. The following day, the patient was ambulating in the halls with no further weakness. The patient became slightly confused and the neurologist ordered a CT scan which showed no acute changes. The physician thought the reported event was to be nicotine withdrawal. Patient was started on nicotine patches and discharged the following day with no further weakness and improved mental status. No additional information was available. Study event.